Manufacturer narrative:
Additional device product codes: kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on september 1, 2020, the angled stardrive screwdriver in the zero tva set broke in the surgeons hands while in the patient. There was a post-operative x-ray taken and the x-ray confirmed that all fragments were removed. There was a thirty (30) to (40) minute surgical delay. The procedure was successfully completed. The patient was stable after the procedure. This report involves one (1) angled stardrive screwdriver t8 with sleeve/self-retaining. This is report 1 of 1 for (B)(4).